Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the end of a routine hemodialysis treatment. Air was manually removed by operator but rinseback could not be completed due to clotting of the circuit during the elapsed time troubleshooting the alarm, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporal blood circuit. The disposable cartridge was not available for eval. The exact cause of the venous air alarm cannot be determined. The cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff was notified of the event. Nxstage medical considers this report closed. No add'l info will be provided.